Manufacturer narrative:
The customer did not provide any product or photographic evidence of the defect therefore the complaint could not be confirmed nor denied. Sunmed does not have any inventory of this product currently to review. The defect description states broken balloon but doesn't provide enough description and detail to draw any conclusion from.

Event description:
The customer alleges that ".catheter came out with broken balloon. " no other details were provided.